Event description:
It was reported that the patient, described as a self-starter, experienced hypoglycemia and was overtreating low glucose while using the device, consistent with a usage issue and improper or incorrect procedure or method; no device component issue was applicable. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with no applicable device component involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.